Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was rebooted in the middle of the transaction. A technical support specialist (tss) analysed, and it showed that the transaction ended when the drawer opened on the countback screen. However, there was no indication that the cabinet rebooted at that time, nor were there any application crash errors in the event viewer. Typically, a reboot would generate a series of mssql events as services restart, but no such events were present during the transaction time. Additionally, there were no application errors, which would normally accompany a crash. This issue resembled cases tracked under pi 41062, where transactions ended on the countback screen without recording and showed no signs of reboot or crash. A technical support specialist (tss) refreshed the account relationship twice to resolve the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user accessed medication to the patient, machine rebooted in the middle of the transaction after the cubie was already opened. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user accessed medication to the patient, machine rebooted in the middle of the transaction after the cubie was already opened. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.